Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (lp) dislodged following release. The lp was successfully retrieved using the retrieval catheter and was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of device dislodgement was not confirmed. Visual inspection found no anomaly was noted on the outer and inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.